Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed as the issue happened at the end of procedure. The philips field service engineer (fse) inspected the system onsite and found the potentiometer value was off. Although the potentiometer was adjusted, the problem persisted. Replacing the luc board did not resolve the issue either. The fse then proceeded to replace the control rack at the back and the power rack for the pcb board. Additionally, as a proactive measure, both the low and high-power modules were replaced. Following the replacements, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with no impact, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the c-arm was unable to do angulation. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.